Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-ventricular pace which caused the patient's heart rate to exceed the lower rate limit. It was noted that the lead had been reprogrammed. No patient complications have been reported as a result of this event.